Event description:
Reporter alleged the customer received a discrepant blood glucose value of about 75 mg/dl back to back with a result of about 200 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated that at another time, and additional comparison that includes the results of 450 mg/dl, 154 mg/dl and 369 mg/dl was obtained within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.